Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer reported that they had a large meal and forgot to bolus. The customer reported that the insulin pump had a power loss alarm and a post-reset ram crc alarm. The customer reported that they were successfully able to clear the alarm. They stated that the insulin pump was without battery for more than 8 hours. The insulin pump will not be returned for analysis.